Manufacturer narrative:
This report is submitted on february 15, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2018, due to pain and non-auditory sensations. The patient was reimplanted with a new device.